Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was alarming no disposable pump won't run. Bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reattached. The pump alarm returned upon start up. The patient was adamant that the pump was empty, as the cassette and medication bag were dry. There was a patient involvement, and no patient harm/adverse event reported.